Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent micro-switch was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no inability to switch ventilation modes, and therefore this complaint was not reportable. A preuse check of the machine, as contained in the user manual, will pick up such a condition. Unit continues to ventilate and alarms remain functional. Additional information was received that there was no inability to switch ventilation modes, and therefore this complaint was not reportable. A preuse check of the machine, as contained in the user manual, will pick up such a condition. Unit continues to ventilate and alarms remain functional.